Event description:
When contacted for follow up information, the healthcare professional (hcp) was unaware of the patient's death and could not provide any further information. It was noted that the hcp did suspect, perhaps related to breathing or could have been an embolism. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 39565-65, serial #(B)(4), implanted: (B)(6) 2012, explanted: unk, programmer model 37743, serial #(B)(4), recharger model 37752, serial #(B)(4).

Event description:
The patient's death was reported. Specifically, the patient had a replacement surgery on (B)(6), 2012 where she received a new implantable neurostimulator (ins) and lead. The patient was then discharged from the hospital on (B)(6), 2012. The patient then passed away on (B)(6), 2012, reportedly due to complications from anesthesia. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the death was not device related. It was noted that it was ruled a homicide and was still under investigation.

Manufacturer narrative:
(B)(4).